Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that power "on/off" button on their device doesn't work. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that power "on/off" button on their device doesn't work. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and was able to verify the reported issue. Upon receipt the device failed to power on upon pressing the on/off button. The fault was attributed to corrosion on the on/off button and its contact pads on the membrane pcb. This had resulted in the on/off button dome failing to make contact with its contact pads on the membrane panel; therefore, the device was unable to be powered on. Furthermore, corrosion on the underside of the shock button dome had prevented the shock button from functioning. The corrosion indicates that the device was stored outside of the indicated conditions. The device shall be scrapped and replaced.